Event description:
It was reported that pump screen is dark/won't turn on. Pump display turned on when plugged into a power source. It was determined pump shutdown unexpectedly. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
B5, h6: remove 2917, add 1503.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.